Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead failed to capture. It was also noted that the rv lead's pacing impedance was high. The physician elected to downgrade the patient's system to a single-chamber pacemaker system. During the procedure, it was further noted that the patient's chronic rv lead had sustained a fracture. The chronic atrial and rv leads were capped and a new rv lead was implanted on (B)(6) 2020. There were no patient consequences.